Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to syncope episode. Upon interrogation, the right ventricular lead exhibited loss of capture. An external pacing was used. It was suspected that the lead had fractured. The lead was capped and replaced on the right side. The patient was in stable condition post operation.